Event description:
Further, an attorney alleged that the pump caused the patient harm from approximately 2013 through the present. The pump had caused the patient personal and economic injuries including but not limited to manufacturing defects, and/or other defective warnings concerning the device.

Event description:
It was reported that per the health care provider (hcp), the patient had a recent baclofen pump implanted and was then voiding excessively, 5 liters of urine per day. A diagnosis of neurogenic diabetes insipidus (si) was ruled out and another hcp was questioning a relation to the baclofen therapy. The reporter had no further information or history to provide. The pump device was used to deliver baclofen. It was later reported that the hcp was still investigating the event in relation to the baclofen, and as of (B)(6) 2013 the patient was admitted to the hospital.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal firm on (B)(6) 2017 reporting delivery failure. The patient experienced overdose, withdrawal, and hospitalization. Explant surgery occurred on (B)(6) 2013. No further complications were reported/anticipated.